Manufacturer narrative:
The returned device was evaluated. When powered on led segments on the led digits do not fully light up. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the system circuit board has an intermittent open circuit in the failed led segment, resulting in led digits not lighting up. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6), corrected data.

Event description:
The customer reported missing display segments. No patient impact or consequences were reported.